Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer¿s blood glucose level was unknown. Customer stated they had tried all the remedies. The customer was treated with insulin pump for high blood glucose. The customer stated that they had tried everything and still getting the insulin flow block alarm. The insulin pump will not be returned for analysis.